Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several minor scratches and that impair it visibility. The customer¿s blood glucose level was 430 mg/dl at the time of incident and other blood glucose value was 400 mg/dl. The customer stated that they experienced high blood glucose. Customer experienced symptoms such as nausea and thirst. Customer stated that the insulin pump system had not been in use within 48 hours of reported high blood glucose event. The customer stated that they had not used the insulin pump within the last three weeks. The customer stated that the insulin pump had no delivery alerts. The insulin pump will not be returned for analysis.